Event description:
It was reported that patient underwent total knee arthroplasty in 1999. Revision procedure was performed in 2008, wear/damage was identified on the polyethylene surface.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. H3: evaluation is in progress but not yet complete. This report filed april 22, 2008.